Event description:
Note: this is one of the two complaints which occurred during the same procedure. Reference manufacturer report number 3005099803-2009-01593 for details regarding the other associated device. It was reported to boston scientific corp that a resolution clip device was to be used during an esophagogastroduodenoscopy (egd) procedure. According to the complainant, upon unpacking the resolution clip device, during procedure preparation, the end of the sheath was found to be smashed and crimped. Advancement of clips out of the sheath was not possible. It was noted the incidence occurred outside the pt. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.